Event description:
The customer reported to baxter corporate product surveillance of a continu-flo solution set with no flow when connecting to the upper y-site to administer an unspecified piggyback antibiotic solution. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.